Manufacturer narrative:
Device evaluation: one device was returned for investigation. The tamper seal was intact. Visual inspection noted a crack on the right plunger case. Error log review found a "check clutch plunger lever". Functional testing was able to replicate the error when the "check clutch plunger lever" error was found at the beginning of an occlusion test. The root cause of the issue was determined to be the position pot not operating as intended. What caused the position pot to operate unintendedly could not be determined. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Replaced the plunger assembly and the position pot. Performed preventative maintenance. Device passed all functional testing after the completed repairs.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a travel coarse error.